Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The pushwire was returned for evaluation without the pipeline and catheter as they were discarded. No defects were found with the pushwire. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the pushwire was returned without the pipeline and catheter. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a large right cavernous carotid aneurysm, the physician reported distal segment of pipeline flex did not fully open. The vessel was reported to be very tortuous. It was reported that the first pipeline flex deployment went well. The physician felt that vessel wasn't adhering proximal wall so it was decided to telescope it with a second pipeline to get better proximal wall adherence to prevent endoleak. The physician tried to implant a second pipeline flex. Since the physician was trying to deploy in a tortuous terminus, the physician couldn't get the distal end of flex device to fully open. The physician tried to open the device by resheathing the device twice, loading, and manipulating the microcatheter but the pipeline flex still wouldn't fully open distally. The pipeline flex was then removed by pulling it through microcatheter. The pipeline flex then stuck in the hub so the microcatheter was changed out. The patient was then treated with another pipeline flex device successfully. No patient injury was reported as a result of this procedure.